Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead and deformations of the fixation helix were noted. Bending the lead body and deforming the fixation helix requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that these damages were due to forces applied during the surgery. The deformations of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. Six days post implant, elevated threshold values of > 6v were reported via home monitoring. Impedance values were reported to be in range. No lead dislodgement could be confirmed, the physician decided to explant the lead. It was returned to biotronik for analysis. No adverse patient side effects have been reported.